Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the ous affiliate, a perforator failed to disengage, reaching the patient's brain parenchyma, causing 1000cc of blood loss. The complaint perforator was used to perforate the parietal region. The failure caused damage to the superior sagittal sinus. Hemostasis took a long time and the patient received a blood transfusion. Patient is now under monitoring. The product will be returned.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The perforator was visually inspected. The label on the perforator was missing. The perforator was then functionally tested. A series of holes with drilled without issues. The device performed as intended. No lot number was provided; therefore, manufacturing records could not be reviewed. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.